Event description:
While changing screen from loops to monitor screen, the ventilator switched to standby screen. The ventilator appeared to continue working as the chest was expanding on inspiration. The screen lacked and pt was hand bagged while ventilator switched out and pt placed on new machine with same settings. Customer stated that this ventilator failed on a patient. The therapist changed the screen from loops to monitor, but it did not go to the monitor screen it went, instead, to the stand-by screen. The ventilator continued to ventilate the patient, but the therapist could not get out of the stand-by screen. Customer requested that a field service rep come out to evaluate and repair the unit. Forwarded the service call to the regional manager so that a field service rep can be dispatched to the customer's location.

Manufacturer narrative:
We received an e-mail from rep of the FDA requesting information pertaining to the voluntary FDA medwatch report she found during a review of the maude database to which she could not find a corresponding medwatch report from us. A review of our complaint database was performed and this file was found to match the incident reported in this voluntary medwatch report. Based on the request received from rep of the FDA and the voluntary medwatch information she provided from the maude database, it was determined that this incident would be deemed MDR reportable and be submitted on a medwatch report. Thus, the initial MDR decision was reversed. The viasys vailure analysis lab evaluated the unit and was unable to reproduce the reported event. The root cause of the reported event was determined to be user error. A replacement user interface module p/n 15259 was shipped. No component and symptom trend has been identified, and this event is considered an isolated incident. There are no corrective and/or preventative measures at present.